Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on an unspecified date around (B)(6) 2023, she obtained what she felt was an inaccurate high blood glucose reading of ¿520 mg/dl¿ after meal, with the subject meter. The patient manages her diabetes with novolin 70/30 insulin, on a self-adjusting dose. In response to the elevated reading, the patient stated that she took an extra 15 units of novolin insulin. The patient claimed that at around 3:00 am the following morning, she woke up suddenly ¿very sweaty, weak, shaking and almost fainting¿. The patient claimed that her husband measured her blood glucose with his meter (accu-chek) and a reading of ¿60 mg/dl¿ was obtained. The patient stated that her husband treated her with food and drink, and she recovered shortly afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was cracked or broken. There was no indication of misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.